Event description:
During t2h surgery, the drill bit broke. It was used to drill for the distal hole of the nail by freehand technique. After that, it was exchanged with the shoter one and the surgery was continued.

Manufacturer narrative:
The product inquiry states the drill to be the subject product. No further associated products were reported. A review of the product history records and inspection records for the reported instrument revealed no discrepancies; no manufacturing related issues were found. A hardness test according to rockwell revealed the hardness of the material of the drill being within specified parameters. Relevant diameters of the drill are within specified tolerances. Further, the device was documented faultless prior to distribution and as it had been in use for a longer time (more than 4 years) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Based on the above we exclude deviations in material and manufacturing. The drilling spiral of the drill returned was found to be completely sheared off at the level of approx. 1 third of the spiral length from the tip. Appearance of the breakage surfaces, the course of the breakage line and the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely contributed by bending stresses / misalignment. A significant dent next to the breakage line (at the tip fragment) indicates contact with a hard object which may have initiated the sudden fracture. In addition, the blunt and worn tip and the considerably dented cutting edges of the tip portion show that the drill is not sharp anymore and that the cutting performance must have been appreciably restricted during the last use. All damage patterns suggest that the breakage was caused by drilling under misalignment and contact with a hard object contributed by the bad condition of the cutting edges. Based on the above observations the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user. Malfunction is usually found during pre-op inspection which is required per the IFU. In case any deviations are detected during inspection prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied within appropriate time. The stryker osteosynthesis "instructions for cleaning, sterilization, inspection and maintenance" (literature number l24002000) help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2h surgery, the drill bit broke. It was used to drill for the distal hole of the nail by freehand technique. After that, it was exchanged with the shorter one and the surgery was continued.